Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator(s-ICD) was part of a system revision due to infection and a hematoma. The pulse generator and the electrode were explanted after less than one month implant time. There were no additional adverse patient effects reported.